Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a high glucose event with a peak of 400 mg/dl while using the ilet with an inset infusion set (6 mm, 23 in), after which the caregiver disconnected the device and administered subcutaneous insulin by pen; the infusion site appeared intact, supply changes did not resolve the issue, and the user remained off the ilet pending reconnection, with additional tubing sent and additional training scheduled. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.